Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple alarms with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a cartridge onto the pump to address the event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.